Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that at an excelsiusgps surgery, it was an spl case involving t12-l2, with a corpectomy at l1. The intraoperative control x-rays did not show any visible screw malposition, and the surgeons proceeded with the surgery. However, the postoperative CT scan revealed that the right l2 screw was placed more laterally than initially planned. Originally, the screw had been planned using an in-out-in technique due to the small pedicle. Following the CT scan results, revision surgery was performed, and the screw was repositioned using the traditional technique.